Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported dislodgement could not be conclusively determined. (B)(4).

Event description:
During follow-up, the threshold and impedance were noted to be elevated on the right ventricular (rv) lead. The rv lead was repositioned and the event was resolved with no adverse events to the patient.